Manufacturer narrative:
Pt demonstrated post-operative stiffness due to mcl repair performed during initial tka surgery. Revision of the tibial implants was performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt demonstrated post-operative stiffness due to mcl repair performed during initial tka surgery. Revision of the tibial implants was performed.